Event description:
New information noted fracture on the lead.

Manufacturer narrative:
The reported events of lead noise and lead fracture were not confirmed. As received, a complete lead was returned in one piece. The damage found was consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had noise with isometrics. The patient felt pain when the lead was pacing in both bipolar and unipolar. The lead was explanted and replaced. The patient was fine after the procedure.